Event description:
It was reported that there was a loss of therapeutic effect. The patient experienced a burning sensation. The patient tried turning the stimulator on and didn¿t get anything. A triple beep was heard. If placed over the stimulator he would just get the 3 beeps and then it would go to a graph and a down symbol. He was trying to get set all night long and it was keeping him awake ¿for 2 nights in a row 3 nights.¿ the patient could not get it to turn down but could get it to turn up. During the call the patient did not have the programmer over the implant so it wouldn¿t connect. His feet were noted to be on fire which started 2 days prior to this report. He went to the va the day prior to this report and then had an arm reaction from the flu vaccine and he couldn¿t move his arm. The patient was able to increase to 0.90 volts and then to 1.90 volts where he felt tingling and burning. He was unsure how it got to 0 volts. The day of this report the patient was given ether for nerve pain at the dental office. The pain in his feet went away but the pain in his arm was still there. His right foot was also noted to be better but nothing with his left foot yet. Program 2 was increased and the patient was able to adjust settings. It was stated that standing and sitting/lying down made a difference. When reaching for something the patients arms would have spasms of pain. It was noted the patient took prednisone the day of this report and could not take nasids which was supposed to help with the arm pain. It was mentioned that the patient was losing his memory and mind. It was noted that through troubleshooting the patient had turned stimulation down to 0 volts and the issue was resolved when how to increase stimulation was reviewed. Follow-up was performed to determine if the patient had received any further assistance for the is sue and if he had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3550-39, lot# n328885, implanted: 2012-(B)(6), product type accessory. Product ID 3550-39, lot# n317046, implanted: 2012-(B)(6), product type accessory. Product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).